Manufacturer narrative:
The device was not available for evaluation. It was reported that the 4.5mm cannulated tap tip sheared and was left in the patient on (B)(6) 2024. The case was stated to be a tethering case with no fusion and no additional interbodies used. The tethering was from t6 to l4. It was stated that the tap was used to create the pathway for the screw as well as read the screw length required. These steps are typical procedural steps for the cannulated tap. It cannot be confirmed what forces were placed on the tap that may have caused a fracture because surgical conditions cannot be replicated, therefore no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the cannulated tap broke off and was retained in the patient's vertebral body post operatively. This event occurred in hong kong.

Manufacturer narrative:
The device was available for evaluation. It was reported that the 4.5mm cannulated tap tip sheared and was left in the patient on (B)(6) 2024. Visual inspection of the returned tap found the tip fractured and confirmed the reported issue. This type of damage is consistent with excessive stress, however because surgical conditions cannot be replicated, and no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the cannulated tap broke off and was retained in the patient's vertebral body post operatively. This event occurred in hong kong.